Event description:
It was reported that the right ventricular [rv] lead was oversensing, had an elevated sensing integrity count [sic] and noise was present. It was also reported that a patient alert was triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was one patient alert for lead failure predictor on (B)(4) 2012 17:15:13. There was also two oversensing episodes of ventricular nst (non-sustained tachycardia) less than or equal to 210 ms on (B)(4) 2012 13:30:39 and (B)(4) 2012 14:40:47.